Event description:
Per the clinic, the patient experienced mrsa infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on december 01, 2023.

Manufacturer narrative:
Per the clinic, the abutment was removed on (B)(6) 2024 under general anesthesia. This report is submitted on february 19, 2024.